Event description:
It was reported that this pacemaker reverted into safety mode. This was found to be an advisory device and replacement was recommended. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation.

Event description:
It was reported that this pacemaker reverted into safety mode. This was found to be an advisory device and replacement was recommended. Subsequently, this device was successfully explanted and replaced. No additional adverse patient effects were reported outside of this revision procedure.